Event description:
It was reported that the patient was undergoing radiation therapy and had a power on reset which produced question marks in the histogram fields. No intervention was taken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.